Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The mother of the customer reported that the sensor would indicate blood glucose levels below 40 mg/dl where the actual blood glucose levels were way over 180 mg/dl. The customer also reported receiving calibration error alarms and lost sensor alerts from the insulin pump. The customer also reported using expired sensors for the insulin pump. The customer was advised to discard all expired sensors. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.